Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead indicated a warning for low impedance. It was noted that the lead trends are stable and appear to be operating as programmed. The lead remains in use. No patient complications have been reported as a result of this event.